Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. Post market surveillance has commenced a clinical investigation. A supplemental medwatch report will be submitted upon completion of these investigations.

Event description:
A user facility reported a patient death during an acute hemodialysis treatment. Per event follow up with clinic manager, this patient was not a dialysis patient and was receiving emergency hemodialysis due to acute kidney failure. The patient's dialysate flow rate was 300 ml with a blood flow rate of 250 ml. The patient had a temporary catheterization placed a day prior to this event occurring. The clinic manager alleged the patient had received a retro peritoneal tear due to the temporary catheterization, which led to internal bleeding. Additional blood was ordered and the doctor prescribed plavix. Hemodialysis commenced and a blood transfusion was initiated about 1.5 hours into treatment. At this point in time, the patient was reported unresponsive. The blood was rinsed back and cardiopulmonary resuscitation (CPR) was initiated by emergency response personnel. No external blood leak was observed. The patient was unable to be resuscitated and expired. The hemodialysis machine was pulled for evaluation and the facility's biomedical technician confirmed failure of functional testing in regards to negative stabilization pressure. The deaeration pressure was calibrated to resolve the issue. No alarms or machine malfunctions reported during treatment. The unit remains at the user facility. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility.

Manufacturer narrative:
Manufacturing review: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. In additional, the identified lots passed pyrogen testing and the sterilization dosages were within set parameters. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Clinical investigation: the patient medical records were provided by the facility on march 4, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. There is no documentation in the medical record supporting a possible association between the fresenius dialysis products, the hemodialysis (hd) treatment, and the patient expiration. According to the received medical records, the cause of death was severe coronary artery disease, retroperitoneal hematoma, and acute renal failure.

Event description:
On (B)(6) 2016, the patient presented to the hospital for an elective coronary intervention via right femoral approach, due to being high risk. The procedure was successful with rotational atherectomy and stenting of the left anterior descending (lad) with two overlapping drug eluting stents (des). Physical examination of the patient on (B)(6) 2016 revealed a 2/6 systolic ejection murmur in the aortic area. Nephrology was consulted due to creatinine laboratory results had increased to 2.75 and diminished urine output, and the patient was diagnosed with acute tubular necrosis (atn). At 2:51 pm, the hemodialysis (hd) treatment was initiated. At 4:50 pm, the patient was found unresponsive. All blood returned, advanced cardiac life support performed for one hour. The patient had progressive bradycardia and no palpable pulse. The patient was pronounced dead. Following the event, the hd machine was sequestered. Functional testing performed by the biomedical engineer confirmed the unit was operating properly. The following hemodialysis orders for the (B)(6) 2016 were noted: duration of two hours, blood flow rate 250, dialysate flow rate 300, dialyzer f160, ultrafiltration goal 0ml, potassium 22, calcium 3, bicarbonate 38, sodium 140. The following machine safety checks were reported for the (B)(6) 2016 treatment: auto alarm test passed, ph 7.2, temperature 37 degrees celsius, machine conductivity 13.9, meter conductivity 13.9.